Event description:
It was reported that during an unrelated procedure, the stylet was unable to be inserted in the right ventricular (rv) lead. Another stylet was used, however, was also unable to be inserted into the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece. The lead was tested with a stylet and insertion restriction was noted at the proximal region of the lead. Visual inspection and x-ray examination did not find any anomalies on the entire lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was dissected at the restriction location and found blood/tissue clogged inside the inner coil. The cause of the reported event was isolated to the blood/tissue clogged inside the inner coil.